Event description:
It was reported that a freestyle libre 3 plus continuous glucose sensor did not pair with the ilet pump, and after guidance to rescan in the ilet mobile app the connection remained pending due to remaining sensor warmup time, consistent with an intermittent communication failure involving the antenna/electrical communication components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between system components consistent with intermittent communication failure and involvement of the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.